Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the sound does not work and the loudspeaker assembly needed to be replaced. The device is pending repair and final testing, a final report will be submitted once the repair is complete. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
It was reported the device loudspeaker does not work and gives no sound. The device was not in use on a patient and there was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported the sound did not work. The device was returned to bench repair, and the bench repair technician (brt) confirmed the speaker and mainboard needed to be replaced. After the repair the device worked to specification and the device was returned back to the customer. Based on the information available and the testing conducted, the cause of the reported problem were both speaker and mainboard. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.